Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported having an allergic reaction to the lifevest. Patient confirmed that he has an allergy to metal. The patient described the allergic reaction as hives. There was no alleged device malfunction contributing to the irritation. The patient, who is a doctor, removed the lifevest for an unknown period of time due to the skin irritation. The patient also used alcohol wipes and unscented lotion under the electrodes. Follow up indicated that the skin irritation has improved.